Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: heaven s, perelgut m, vasarhelyi e, howard j, teeter m, lanting b. Fully hydroxyapatite-coated collared femoral stems in direct anterior versus direct lateral hip arthroplasty. Can j surg. 2021 mar 26;64(2):e205-e210. Doi: 10.1503/cjs.000920. Pmid: 33769004; pmcid: pmc8064259. Objective and methods: a retrospective study of 778 hips having received depuy corail fully hydroxyapatite-coated collared femoral stems. The study sought to identify the impact of surgical approach for direct anterior approach (daa) compared to direct lateral approach (dla) on post-op femoral stem subsidence and migration over first two years. The authors hypothesized that daa would result in a greater degree of subsidence. Their results, examinations of radiographs for immediate post-op, year 1, and year 2, identified an average subsidence of 1.88 mm on average for daa, compared to 0.47 mm in the dla cohort. The amount of implant varus tilt was slightly greater in the dla group than in the daa group (0.418° versus 0.176°). Results: no statistically significant differences were observed between the cohorts for any of the measurements described at either follow-up time. Surgical approach does not appear to have significantly affected femoral stem migration patterns. Specific product information was not provided for these hips apart from being depuy corail fully hydroxyapatite-coated collared femoral stems. Femoral heads can be assumed to be depuy devices, but the acetabular constructs are unknown. The specific number of patients who experienced some measure of stem subsidence or varus tilt was not provided. The mean subsidence was ~2mm, and mean tilting in varus was ~0.4°. 19 revision surgeries were performed as follows (specific details were not provided in any case): 7: for periprosthetic infection; 6: for aseptic femoral stem loosening; 4: for periprosthetic femur fracture; 2: for recurrent hip joint instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Corrected: g1.